Event description:
It was reported that a patient, male, underwent an idiopathic ventricular tachycardia procedure with an ez steer thermocool nav bi-directional catheter and suffered a cardiac tamponade. The patient's medical history is unknown. The patient's blood pressured dropped during the case. Transthoracic echocardiogram (tte) confirmed perforation. Pericardiocentesis was performed and 500 cubic centimeters (cc) of fluid was removed. The patient was stabilized and under observation. The patient require hospitalization and was fully recovered. The physician's opinion regarding the cause of this adverse event is that this is device and procedure related. However, it was not due to any malfunction of bwi products. Settings during the event include: power at 35 watts, under power control mode, flow at 30 ml/min, default temperature cut-off setting and used a st. Jude slo 71 cm sheath. Per 21 cfr, part 803, this complaint is reportable. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Manufacturer narrative:
Manufacturer's reference #(B)(4). It was reported that a patient, male, underwent an idiopathic ventricular tachycardia procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered a cardiac tamponade. The patient's medical history is unknown. The patient's blood pressured dropped during the case. Transthoracic echocardiogram (tte) confirmed perforation. Pericardiocentesis was performed and 500 cubic centimeters (cc) of fluid was removed. The patient was stabilized and under observation. The patient require hospitalization and was fully recovered. The physician's opinion regarding the cause of this adverse event is that this is device and procedure related. However, it was not due to any malfunction of bwi products. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Concomitant bwi products: product: stockert 70 rf generator; us catalog # s7001; serial # unknown. Product: coolflow irrigation pump; us catalog # cfp002; serial # unknown. Product: carto 3 rmt system; us catalog # fg560000; serial # (B)(4). Product: webster cs catheter with ez steer technology; us catalog # bd710df282rts; lot # 16031244m. Product: webster electrophysiology catheter; us catalog # d6dr252rt; lot # 16072420m. A notification was sent to the manufacturer for the competitor's product used in this event (st. Jude medical for st. Jude slo 71 cm product). (B)(4).